Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: during investigation, there were no pump reboots observed in the black box. The pump was able to power on properly. The battery cap was not returned and was unable to be tested. A test cap was used and was able to fit for testing. The loss of power was not duplicated during investigation. The pump was exercised for 24 hours with no loss of power occurring. The pump was opened and there were no defects found. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.